Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the siderail could not be raised and locked. No pt involvement or adverse consequences are reported.